Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
Rp 011498 - the dentist reported that after nearly 1 month dental implant was installed in intraoral region 19#, its non-osseointegration was observed. In addition, the patient presented bone type I and 45ncm of primary stability was achieved.